Event description:
A hospital in (B)(6) reported a patient was implanted with a lcp proximal femoral plate on an unknown date. The plate broke in situ.

Manufacturer narrative:
(B)(4): a review of the raw material device history record revealed this lot met all specifications. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp proximal femur plates was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. (B)(4): placeholder.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device was used for treatment. Placeholder.